Manufacturer narrative:
Device evaluation anticipated upon the return of the device from the customer.

Event description:
It was reported by the sales rep that the endovent pulmonary catheter was unable to advance it further than 10cm. Per the rep "after a bit of manipulation, the device was removed from the patient to investigate why it wasn't working. The balloon lumen was inflated with air, but instead of inflating the balloon, the air escaped out of the side holes. To confirm what we thought was going on, the balloon lumen was then flushed with saline and again the balloon did not inflate, and the saline escaped out of the side holes." No patient injury was reported.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and no visual defects were found. An attempt was made to aspirate the balloon but no air could be removed from the balloon possibly due to presence of blood in the balloon and balloon lumen. The balloon and cannula tip were dissected and it was found that the tip of the balloon lumen was no longer connected to the balloon via a skive inside the tip of the cannula. Since the root cause of the reported event is not known, no corrective action is required at this time. The complaint does not indicate that the balloon leaked during preparation of the device before use. If the balloon lumen was not connected to the balloon via the skive in the catheter during manufacturing; the balloon would have leaked during device preparation. The root cause of the inability of the device to advance beyond 10 cm cannot be determined. It may be due to patient anatomy, but this cannot be confirmed. The root cause of the leaking balloon is most likely the manipulation of the catheter shaft causing the balloon lumen to detach from the skive in the catheter shaft. A device history review was performed and no related nonconformities were observed during the manufacture of the device lot. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.